Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good. It was further reported that the target lesion was 80% stenosed and was mildly tortuous and severely calcified. It was noted that the balloon ruptured during the initial inflation before rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.